Manufacturer narrative:
The device referenced in this report was returned for investigation. Engineering investigated the complaint and found that the cause of the issue was found to be interconnect flex peeling by manufacturing operator's error. The phase4 assembly operator was trained for the appropriate procedure to prevent recurrence of this complaint.

Event description:
It was reported that there was no image generated from the catheter. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.